Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 8080269. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode. Additionally a sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot. The units were performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked before use. The following information was provided by the initial reporter: the head nurse performed the puncturing on april 7th. After successful puncturing, she removed the white cap and connected the needle with infusion set. Later, it was found that there was the leakage at the infusion strap and hub, so another indwelling needle was replaced for re-puncturing.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked before use. The following information was provided by the initial reporter: the head nurse performed the puncturing on (B)(6). After successful puncturing, she removed the white cap and connected the needle with infusion set. Later, it was found that there was the leakage at the infusion strap and hub, so another indwelling needle was replaced for re-puncturing.